Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a motor error alarm and blank display. Customer's blood glucose was 479 mg/dl, which was treated with manual injection. It was reported that when battery was removed after a blank screen display, is when customer received a motor error alarm and a battery out limit alarm. Troubleshooting was performed for motor error alarm and failed battery test alarm. Customer was advised that battery cap would be replaced.